Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was below 500mg/dl. Troubleshooting was performed. The customer stated that he changes the infusion set every three days. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. The customer stated that the insulin pump had several cracks on the display and the case. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.